Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas alleging that every time she changes the battery, her basal rates need to be reset. The patient reported elevated blood glucose (bg) between 200 and 300mg/dl and alleged it was due to rates changing with battery changes. The patient reported she has ¿been sick as a dog¿. The patient refused to provide additional information or complete additional troubleshooting, requesting the pump be replaced. The reported bg excursions do not meet criteria for a serious injury. This complaint is being reported due to the allegation that basal rates do not hold with battery changes.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: review of the black box records revealed a battery change on (B)(4) 2013 at 9:00 am; the pump maintained the time and date. The time and date were correctly programmed prior to the start of investigation. The pump was exercised for 24 hours. The battery was then removed from the pump and left out for 1 hour. The battery was inserted into the pump and the pump powered on with the correct time and date as well as the correct basal settings. The pump was found to be operating according to specifications. Investigation was unable to confirm or duplicate the complaint.